Manufacturer narrative:
The device referenced in this report has been returned to olympus but the evaluation is in progress. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the forceps elevator of the subject device got warm and smoke came out from the light guide. There was some black material on the light guide that was carbonized. The patient complained of some anal burns afterwards.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".